Event description:
There appeared to be an intermittent problem with the remote because during the procedure user fired a ralc45 with no problem. When user used the remote to open the intergrated trocar against the wall of the colon it would not open. After numerous attempts (approx 20) user got the trocar to open.